Manufacturer narrative:
(B)(4).

Event description:
It was reported the system was not working. Pt had an MRI while she was out during her hospital stay in (B)(6). Pt reported no stimulation sensation and being unable to adjust the stimulation. The pt's status was unk. Add'l info has been requested, but was not available as of the date of this report.